Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a primary knee on (B)(6) 2018 and he ruptured his quad tendon repair and began draining. He was brought to surgery for a wash out and poly exchange for infection prophylaxis and quad tendon repair. Doi: (B)(6) 2018; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.